Event description:
It was reported that the insulin pump had multiple blank display even after receiving the battery cap. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump powered up after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump was received with a corroded battery tube, a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.